Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run, the electronic control unit and motor were damaged, the bearing and seal were worn, and the trigger was sticky. It was further determined that the device failed pretest for check the attachment coupling, check the cannulation and check trigger. It was noted in the service order that the device was not working during surgery. It was reported that there were no delays to the surgical procedure due to the event. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.